Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine generator change. Fluoroscopy revealed a "dramatic bend" on the ventricular lead near where it entered the heart. The physician also noted rare, intermittent loss of ventricular capture. The physician elected to cap and replace the lead due to patient dependency. The patient was stable.

Event description:
Correction: it was reported that the patient presented for a routine generator change. Fluoroscopy revealed a "dramatic bend" on the ventricular lead near where it entered the heart and a possible insulation anomaly at this site. The physician also noted rare, intermittent loss of ventricular capture. The physician eleted to cap and replace the lead due to patient dependency. The patient was stable.